Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the patient was undergoing intermittent dialysis in the ICU cubicle 34. The event occurred 6 days post insertion. Upon cessation of a dialysis session, the nurse noticed that the perm a cath was split/ruptured and bleeding. The doctor was notified and the catheter was removed from patient and placed in biohazard bag.

Manufacturer narrative:
Based on additional information received and the returned sample, this has been updated from (B)(4) permcath to an unknown palindrome catheter. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A palindrome catheter was received for evaluation. A visual inspection was performed and a hole was found on the arterial extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device, since states. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to improper use of sharp objects. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. A corrective action is not required at this time. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.